Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with the top case cracked down from the handle and the bottom case damaged. Event log history was performed and indicated that clutch/ plunger lever error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced clutch half's left and right with leadscrew and spring and that cleared up the problem. It was noted that normal wear was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received that device failed occlusion test with clutch error and has low battery issue. No adverse effects reported.